Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative (rep) regarding a patient who was receiving fentanyl (concentration 700 mcg/ml, dose 457 mcg/day) via an implantable pump for spinal pain. The managing physician had scheduled a dye study and this is when the rep first learned of the event. At the last refill, the health care professional stated they pulled out 7ml more than expected (the reservoir was off by 7ml). The health care professional stated that this had also occurred at the previous refill as well. It was clarified that the expected residual volume was 5.2ml and the actual residual volume was 7.5ml at one refill, the expected residual volume was 5.6ml and the actual residual volume was 7ml at the other refill. The patient did not feel like he was getting any pain relief. The dye study did not identify any issues, the health care professional was able to aspirate easily and the dye went into the intrathecal space, a roller study was also performed and it did not identify any issues, no kinks, leaks, tears/ dislodgement was identified. They planned on evaluating the drug. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). The drug was not evaluated. A dye and rotor study performed on (B)(6) 2016 showed no abnormality. The cause was not determined and the pain complaint was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.